Manufacturer narrative:
The device was manufactured (B)(6) 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the device flowed normally and the flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow situation with a large volume infusor prior to use of the device. The device was filled with 180 ml of saline and 60 mg of endostar. There was no patient involvement. No additional information is available.